Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the two hour warm up started up again on the second day of the sensor session without the patient's input on the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log did not confirm the reported event. A root cause could not be determined.